Event description:
Customer reported being hospitalized for high blood glucose levels. Customer was vomiting at time of hospitalization. Customer changed set twice the day prior, and once the day of hospitalization. Customer stated that the cannula was bent for set removed the day prior to hospitalization, she pinches up skin when inserting set with insertion device, she sits when inserting set, and uses cold insulin in pump. The troubleshooting conducted indicated that the pump was operating as designed, however, a tubing clamp was sent to customer in order to complete troubleshooting.